Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (resets) has been confirmed. Upon investigation the battery charger/modem reset. The cause for the charging failure was isolated to a thermally damaged q1 current-controlling transistor. The cause for the failure was isolated to the thermally damaged component. The root cause for the contamination could not be positively identified. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor returned battery charger/modem sn (B)(4) and reported that the battery charger/modem was resetting.